Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer called into technical support (ts) reporting that the device displayed error code check vent: blower stalled or blower not running at required speeds. The customer reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) evaluated the device with the assistance of the customer and confirmed reported problem. The rse advised caller that the cpu (central processing unit) pc, or mc may be faulty and provided part ID for cpu.